Manufacturer narrative:
Additional note to d6.b : explant occurred but date not provided.

Event description:
Additional report of "organizing my upcoming surgery for my painful breast", with second pair of recalled implants" and "burning sensation between the chest". Additional event of "fat necrosis". The device has been explanted, date not provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported for left side "felt odd and felt like tissue was taken out", "rupture suspected in us". The device remains implanted.